Event description:
I got a laser (all laser): femtosecond) surgery in (B)(6) 2014 for a +3.5d hyperopia on both eyes, with a "standard" laser (nidek ec 5000) with no personal treatment and no eye-tracker enabled. One year later, I have a residual +1.25d on the right eye and +1.5d on the left eye because of the insufficient program of ablation (better than getting a myopia though) and my treatment is not well centered around my pupil. This leads to a moderate double vision on the right eye, and a moderate triple vision on the right eye. Those symptoms are visible in all conditions of light. I have halos and starbursts around lights in low light conditions, localized on the bottom of the lights because of the treatment which was received too low. It became way more difficult to drive my night but still possible, lucky me when I read other testimonies. I also have lost a lot of contrast especially in low light condition. I also got dry eyes, which is improved with drops, but deteriorate the quality of my vision. I have to choose between seeing a little bit better but feeling bearable pain in the eyes and take the risk to damage my cornea, or losing 2 lines of bscva and ucva by using drops. This surgery was so far the worst thing I have ever done for me in my life. I could have kept my lenses and glasses and a good corrected vision. This was an unnecessary surgery. Sadly, I got trapped by the satisfaction rate (around 97% they say) and the safeness that all surgeons and clinics show for this unnecessary surgery. The problem is that all those side effects are not taken into consideration. My surgery is considered a success for example. The biggest problem is that the importance of side effects are not well explained and the surgeons always say that they are temporary to make you feel safer, except they often don't: 50% of people get at least one of those (profanity) side effects temporarily, and more than 20% after six months or for ever. This does not include dry eye. The amount of money at stakes makes a lot of surgeons greedy and practice without any honesty regarding the side effects that can easily be devastating for people's lives, even with a 20/70 vision seeing double makes you think of your mistake doing this surgery every single minute of your upcoming life. Right now I have almost no perspective of improving my vision, a retreatment one year after the first surgery is not worth the risk: possible epithelial growth and more severe dry eye condition, not very good result with retreatment, that can even worsen the vision again etc. I probably lost forever the possibility to see well like before. I try to think myself happy to still being able to do most of the things in my life that I was doing before this surgery, but I am afraid of what can come next. Some people experience new issues years after their surgery.